Manufacturer narrative:
The inserter was received for evaluation. It was found that the trigger is bent which likely occurred when it was hammered in an attempt to release the trigger. There are no indications of excessive wear or use on the instrument. This device is used for treatment. The device history records were reviewed and indicate the product was manufactured conforming to print specifications; therefore, the product was likely conforming when it left zimmer biomet control. The complaint is confirmed as the device is not functional in its returned condition. A definitive root cause cannot be determined with the information provided.

Event description:
It was reported that during an initial shoulder arthroplasty procedure, the trigger on the inserter would not release the trial stems. The procedure was completed using a hammer to release the trigger from the humeral trials. There was no reported delay in the procedure or patient injury reported.